Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope experienced a bad connection error, resulting in no image, only black with static. The issue occurred during an unspecified procedure, which was completed using backup device. There were no reports of patient harm.